Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported kink and detachment were able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left leg via antegrade access. During advancement of the hi-torque command guide wire in the guiding catheter, the guide wire kinked. During removal of the guide wire from the guiding catheter, the tip separated inside the guiding catheter. All parts were removed, device never made it in patient. A non-abbott guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The guide wire was sent to scanning electron microscopy (sem) for further analysis. Sem analysis concluded the core separation was at the weld interface between the nitinol and stainless steel wires and extended into the nitinol core. Both ends exhibited a relatively flat and featureless surface in the origin area. Beyond the smooth region, the fracture was more textured and revealed dimples, indicating ductile overload. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.